Event description:
Event description guidant received information that this transvenous defibrillation lead and this implantable cardioverter defibrillator (ICD) displayed a shocking impedance measurement of greater than 125 ohms. As the device was on the recall list, the physician elected to replace the device with another guidant ICD. During the replacement procedure, the header of the explanted device was damaged. The chronic lead was attached to the new device and the shock impedance was again greater than 125 ohms. The lead was surgically abandoned and replaced with another guidant defibrillation lead.